Manufacturer narrative:
Tracking number: (B)(4). Batch # (B)(4). The device was received with the electrode tip bent. Continuity was tested and the functionality was confirmed. No conclusion could be reached as to how the tip of the electrode got bent. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic ovarian cyst resection, the device became not to be activated suddenly during the operation. Irrigation and suction were able to be performed as intended. The device was able to be activated once after cleaning the distal end of the shaft, but failed to be activated later. Another device was used to complete the case. There were no adverse consequences to the patient.